Manufacturer narrative:
No components or additional information related to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 08-dec-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on 09-dec-2025. It was reported that the patient received two cassette depleted alarms on (B)(6) 2025. The patient's daughter reported changing the cassette three times between two remunity pumps, one of them being a new pump, using new batteries each time. The patient's daughter also reported attempting to switch the patient to the new remunity pump with a new cassette; however, she reported that this "did not work." The patient's daughter reported plans to switch the patient to a third remunity pump once the system was fully charged and was advised to bring the patient to the emergency room if their attempt was unsuccessful. It was later reported that the patient was without their medication for approximately six hours. The patient was ultimately admitted to the hospital on (B)(6) 2025 and treated with intravenous remodulin while awaiting replacement remunity pumps from the specialty pharmacy. Attempts to obtain additional information from cvs specialty pharmacy were unsuccessful.